Event description:
Per the clinic, the patient an infection around the implant site. The patient was hospitalized, and the implant site was punctured and drained. The patient was treated with fortaz for thee days, vancomycin for five days, and keflex for two weeks. The dates and duration of hospitalization, and the dates of treatment were not reported. As of the date of this report, (B)(6) 2013, clinical symptoms have been resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.